Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument could not be fired by the surgeon. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded. 02/22/2000: device originally thought to be discarded, was located and will be returned for analysis. Converted from "rpo".